Manufacturer narrative:
(B)(4). Anti-backup. The device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the reported opening issues. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open; however, this finding is not related with the incident reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator was visible at the 8th firing sequence thus, it over traveled. This finding is not related with the incident reported

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was closed and then it locked on the cystic artery. It was pulled off the tissue. There was no tissue damage reported. It was not reported how the case was completed. No patient consequence reported.